Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high thresholds on implant through the analyzer. The physician left the ra lead in its position as it was felt the threshold would decrease over time. However, after the pocket was closed, the device was interrogated and the ra lead threshold had increased even further. Later during additional testing, the ra lead thresholds were found to have decreased again. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.